Manufacturer narrative:
Device evaluation: the actual device was received for evaluation. (B)(4) evaluated the device. A visual assessment was performed under a microscope and revealed that the tip of the device was broken off. Therefore, the reported condition was confirmed. Evidence indicates this was due to misuse. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
A report was received from (B)(6) regarding a cutter/burr device in which the device "broke" during surgery for a brain tumor. According to the report, the device broke while the surgeon was cutting the "bone flap". The reporter stated that all residue was removed during surgery. It was unknown to the reporter if there was a delay in the surgical procedure or if a spare device was available. No injuries or medical intervention were reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.